Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinic that the application indicates a ventricular tachycardia (vt) zone as "on" when it is only in monitor. Information was given to the clinic to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After secondary review it was noted this complaint was inadvertently submitted under the medical device reporting regulations. This is a data display issue without data integrity. And the chance of patient injury or death as a result of recurrence of this is remote. Therefore, a supplemental correction to redact is being submitted accordingly. No further information on this complaint will be forthcoming.

Event description:
It was reported by the clinic that the application indicates a ventricular tachycardia (vt) zone as "on" when it is only in monitor. Information was given to the clinic to resolve the issue. No patient complications have been reported as a result of this event.